Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the plunger had been broken. The returned syringe was examined and exhibited a broken thumb press on the plunger rod. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 19aug2019, holdrege received (1) loose 3/10cc syringe. The sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of (1) syringe found a syringe that has a broken thumb press. The syringe nor the plunger do not appear to be bowed. There is a light coverage of silicone on the inside of the barrel and the plunger is easy to pull out of the syringe, however breakout and sustaining test cannot be performed as there is no thumb press on the syringe. There was no other damage to the syringe. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were not looked at, as no batch information was given. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the plunger in the syringe 0.3ml 30ga 8mm 7bag 420cas jp was found broken before use. The following information was provided by the initial reporter, translated from japanese to english: "the plunger had been broken."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger in the syringe 0.3 ml 30 ga 8 mm 7bag 420cas jp was found broken before use. The following information was provided by the initial reporter, translated from japanese to english: "the plunger had been broken."